Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion and patient prosthesis mismatch. In this case, the cause for the valve stenosis is unknown, as the pathology report only mentioned that the s3 valve leaflets were not calcified and the operative report did not characterize the s3 valve leaflets condition upon explant. Internal review of the CT images determined that it was not possible to rule out thrombus due to the quality of the imaging study. It is possible that patient factors may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per medical records review, approximately 2 years and 5 months post implant of a 20 mm sapien 3 (s3) valve in the native aortic annulus, the patient was symptomatic, and a left heart catheterization study revealed severe bioprosthetic aortic stenosis with no aortic insufficiency. The sapien 3 valve was explanted. It was initially reported by the field clinical specialist, the patient had a 30 day echo that showed a gradient of 11 mmhg, at 1 year the gradient was noted around 20 mmhg and the latest echo was showing a gradient of 30 mmhg. The patient has been on eliquis since the valve was originally implanted due to a-fib and was switched to coumadin. Per medical records review, approximately 2 years and 4 months post tavr on a follow up visit notes it was reported that post tavr the patient was doing well until recent complaints of mild fatigue and dyspnea on exertion. Recent echo showed higher transaortic gradients. The possibility of hypoattenuated leaflet thickening (halt) was discussed. The patient was changed from eliquis to coumadin and repeat echo and CT was ordered. The echocardiogram showed ejection fraction 60-65, well seated s3 valve in aortic annulus with peak gradient 61 mmhg, mean gradient 38 mmhg, aortic valve area 0.79 cm2, moderate mitral regurgitation and mild tricuspid regurgitation. Approximately a month later the patient was transferred from a different facility for further management of fluid overload, acute-on-chronic hypoxic respiratory failure and structural heart disease management of aortic valve. A left heart catheterization revealed severe bioprosthetic aortic stenosis with no aortic insufficiency. The sapien 3 valve was explanted due to severe prosthetic tavr valve stenosis. A 21 mm edwards inspiris surgical valve was implanted. In addition, an aortic root enlargement with a pericardial patch and a maze procedure were performed concomitantly. The surgeon's operative findings included: intraoperative and preoperative tee showed ejection fraction of 30 percent, severe aortic stenosis, moderate mitral regurgitation, severe pulmonary hypertension, and previous pericarditis. Postoperative tee showed valve well seated with no perivalvular leak. Hemostasis looked good. The root was not bleeding from the enlargement. The procedures were completed with no complications. The postoperative course was complicated by respiratory failure, and cardiogenic shock. The patient was intubated and required pressors. The patient condition deteriorated and subsequently passed away on post-operative day 2. The pathology report stated that the tavr valve leaflets were yellow-tan and discolored. On sectioning, no discrete calcification is identified. The native aortic valve leaflets were described as an aggregate of fragmented tan-white yellow tinged moderately calcified aortic valve tissues with a thickness up to 0.4 cm.